Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which successfully completed. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.